Event description:
It was reported that during repositioning surgery reported in manufacturer report # 1644487-2014-03433, the vns patient's generator incision site was created using electrocautery and the generator subsequently showed an end of service condition. The surgeon replaced the device during the procedure. A battery life calculation using the available programming history showed > 10 years remaining. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis was completed for the returned generator. Review of the generator data indicated that the device was at end of service and was in a pulse disabled condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device surgery which may have been a contributing factor. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. Other than the generator premature end of service condition due to electrocautery usage near the presence of the device, there were no adverse conditions found with the pulse generator.